Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 03/2027. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that upon opening the package, the contamination of foreign material was allegedly found. There was no patient contact.

Event description:
It was reported that upon opening the package, the contamination of foreign material was allegedly found. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: six impra eptfe patches were returned for evaluation. On visual evaluation, black specs were noted within the inside of outer packaging of sample two, and black specs were noted within the inside of inner packaging of samples three, four, five and six. No visual anomalies were noted for sample one. Therefore, the investigation for the reported foreign material is confirmed for the returned five devices. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 03/2027). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.